Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 250 mg/dl. Customer stated that they were off from insulin pump for an extended period and when they put a new battery in it, the screen remained blank. Customer stated the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer was advised to insert new battery and reported that the display did not return after insulin pump restart. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer was in hospital due to kidney related issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08660 inches. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.